Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege everflex stent to treat a 120mm calcified lesion in the iliac artery. It is reported that the lesion exhibited slight vessel calcification and tortuosity. The IFU was followed during preparation, procedure and post procedure. No abnormality was noticed during inspection prior to use. Pre-dilatation was performed with an unknown 120mm balloon catheter. A terumo 0.035 guidewire and cook 6 f sheath were used during the procedure. No resistance was felt during advancement of the delivery system. After the stent was implanted, it was reported that the length of the stent was shorter than the pre-dilated section. The physician believes that the stent became shortened during implantation. One more 40mm stent was implanted to complete the operation. No patient injury reported as a result of the event.

Manufacturer narrative:
Evaluation summary: the protégé everflex self-expanding peripheral stent system was received for evaluation. The distance between the distal marker band and retainer is approximately 124mm which would be appropriate for a delivery system needed to deliver a 120mm length stent. The deployment paddles were positioned to their t=0 position. The distance between the paddles at t=0 is approximately 142mm. Cine image review: the quality and clarity of the cine images provided were too poor to assess the length of the stent accurately. Approximately half the length of the shorter stent in the image could be seen to be implanted within the longer stent. The two cine images exhibit a zone in which the longer stent is not fully expanded. In this zone the amount of longitudinal compression could not be quantified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.